Event description:
Customer reported that a neonate received excessive potassium chloride because the operator programmed the software incorectly, didn't notice the readings on the screen and overrode potassium chloride warnings. There were no apparent sequelae for the full-term infant, who was discharged from the hosp 3 days after the event.